Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
The power conversion enclosure was returned to the manufacturer for analysis. Analysis found that unable to confirm reported complaint. The power conversion enclosure passed bench testing. Install into test system. The system booted and readied on each power cycle. Passed motion calibrations, multiple 2d and 3d images were successful. No fault found while under test. B01, c19, d14 are applicable the standalone pcb was returned to the manufacturer for analysis. Analysis found that unable to confirm reported complaint. Standalone pcb passed visual inspection. Install into test system. The system booted and readied on each power up cycle,15 vdc present at tp 7, 113 vac present at tp 24. All l.e.ds are functioning as normal and fans are operating correctly. Multiple 2d and 3d acquired without any issues while under test. No fault found. B01, c19, d14 are applicable the power conversion enclosure was returned to the manufacturer for analysis. Analysis found that unable to confirm reported complaint. The power conversion enclosure passed bench testing. Install into test system. The system booted and readied on each power cycle. Passed motion calibrations, multiple 2d and 3d images were successful. No fault found while under test. B19, d14 are applicable continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: bi71000860r, serial/lot #: (B)(6); product ID: bi71000225r, serial/lot #: (B)(6); product ID: bi71000860, serial/lot #: (B)(6). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
H3, h6) the manufacture representative went to the site to test the imaging system and upon initial inspection found power conversion faulty. Replaced power conversion. Power conversion failed/ faulty. Replaced power conversion and stand alone board and performed system checkout. System passed and performs as intended. Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: bi71000860.: MDR codes: b01, c02, d02. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
H3,h6) no parts have been received by the manufacturer for evaluation. Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: bi71000210. Product ID: bi71000457. ; product ID: bi71000860r. ; product ID: bi71000225r. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding an imaging system being used outside of a procedure. It was reported that on boot up, the x-ray was disabled. Site performed 5 reboots, which had no effect. Site confirmed the umbilical was not damaged. In troubleshooting confirmed with site if dongle was damaged and fully seated. There was no patient involvement.